Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3889-28, lot# va09hds, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their implant form 2007 worked "beautifully", however the new implant from 2013 never worked good and they want it removed. They said it is not working and they have pain around the implant area, down low, around the bladder area. The pain started a month or two prior to the report. The patient reported that the wires came loose a couple of years ago, too. They went in to have the implantable neurostimulator (ins) removed and they waited for several hours and it was not removed. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.